Event description:
Voluntary medwatch received states that the patient has a 3 lead device because an old st. Jude lead was blocking something. No changes or interventions were reported. There were no patient consequences.